Manufacturer narrative:
As reported, when the user went to shuttle down a 6f/7f mynxgrip vascular closure device (vcd), the green part was loose. There was no reported patient injury. The device was used in the deep femoral vein. The physician attempted to deploy the device and has had training on the device. A non-sterile mynxgrip vascular closure device 6f-7f involved in the reported complaint was returned for investigation. Visual inspection of the received showed that the shuttle (green) was engaged to the black handle, and the syringe was received connected to the device with the stopcock observed closed. Also, the procedural sheath was not returned for evaluation. The sealant was observed exposed to blood and exposed on the device. The advancer tube was observed to have remained in its manufactured position. Also, the sealant sleeve of the mynxgrip sealant was discovered to be separated from the shuttle tube. No other damages/anomalies were observed on the received device. Per functional analysis, a simulated deployment test to ensure functionality of the returned device was performed. The shuttle was advanced completely without issue, and the advancer tube was proximally retracted and found properly engaged to proximal tamp lock as intended per the mynxgrip instructions for use (IFU) during the failure investigation. Dimensional analysis was performed to verify the advancer tube¿s length and the distance between the proximal and distal tamp locks, and the measurements were noted to be within specification. Per microscopic analysis, visual inspection at high magnification found evidence of that the sealant was observed exposed to blood and exposed on the device. Furthermore, the tamp locks were inspected for any damages that could have hindered the engagement of the advancer tube to the proximal tamp lock during the procedure. However, no damages were detected to the tamp locks upon microscopic examination. The reported event of ¿sealant-failure to deploy¿ was not confirmed through functional analysis of the returned device since there were no issues noted with the device¿s deployment mechanism even though the received condition indicated an unsuccessful deployment since the sealant was received exposed on the device. However, the event of ¿component-component issue¿ was confirmed as the device was received with the sealant sleeve separated from the shuttle tube; however, it was not confirmed when regarding the reported loose green part as there were no anomalies noted to that component. The exact cause of the issues experienced by the customer could not be conclusively determined during analysis. Based on the limited information available for review and the product investigation, procedural/handling factors (such as incomplete engagement of the advancer tube) may have contributed to the failure to deploy event experienced since there were no functional anomalies observed with the returned device. However, it is not possible to determine what factors may have contributed to the ¿green part was loose¿ condition reported by the customer as this condition was not noted. Although, a secondary condition was discovered as the sealant sleeve was not received with the returned device. However, as the procedural sheath was not received on the shuttle of the vcd, it is possible that be sealant sleeve was removed along with the procedural sheath before the device was returned for analysis. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. The IFU also warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review, suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, when the user went to shuttle down a 6f/7f mynxgrip vascular closure device (vcd), the green part was loose. There was no reported patient injury. The device was used in the deep femoral vein. The physician attempted to deploy the device and has had training on the device. The device will be returned for evaluation. Addendum: product analysis demonstrates that the sealant was observed with exposure to blood and exposed.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.